Event description:
On an unreported date, the patient began peritoneal dialysis (pd) treatment. During a call with baxter customer service, the patient's nurse reported the following information. On (B)(6) 2010, the patient experienced peritonitis and was hospitalized. The cause of peritonitis was unknown. A peritoneal effluent culture was performed, and the results were reported as unknown. It was unreported whether treatment was provided. Pd therapy was reported as ongoing. On (B)(6) 2010, the patient was discharged from the hospital. The nurse reported that the patient was recovering from the event of peritonitis. Concomitant medications were not reported. Per the nurse, the event of peritonitis was unrelated to pd therapy.

Manufacturer narrative:
(B)(4). A batch review was performed for the suspect lot number (gd875567), with no defects noted.

Event description:
It is alleged that the customer was driving the powerchair across a raised door track and became unbalanced, causing him to fall resulting in injury. The customer required hospitalization due to a left leg fracture and psychological pain.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter has received similar reports for the reported problem.